Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock undergoing an impella cp device implant for mechanical circulatory support (mcs) experienced a pump stop and would later expire. The patient was admitted with distal left main, left anterior descending and circumflex arteries disease and under surgical consult was placed on an intra-aortic balloon pump (iabp) and sent to the unit. The patient began to further decompensate and was escalated to an impella cp from an iabp. The right femoral artery was prepped and the iabp was removed. Priming steps were being followed when the automated impella controller (aic) skipped the priming step and went straight to the impella start mode/initial placement screen. On aic performance level was p-0 with the impella stopped retrograde flow followed by impella stopped motor current high. The team attempted to re-prime with de-airing process; no fluid was seen coming at around motor area. At this point, the patient unstable as iabp was already removed. Therefore, a new impella cp device was opened, and the physician proceeded with implant which was completed without incident. Additionally, the 14fr 13cm peel-away sheath had a cracked at the hub and therefore, it was replaced by a new one. After one day on the replacement impella cp support, it was noted lactate came down but did not completely clear. Therefore, a plan was made it to escalate to the impella 5.5 to undergo protected percutaneous coronary intervention with no plan for coronary artery bypass graft surgery. The patient was brought to the operating and peripheral veno-arterial (va) cannulated. The physician lost access for left femoral artery extracorporeal membrane oxygenation (ECMO) site. A retroperitoneal bleed occurred which was managed by surgical cutdown and repaired. Impella cp was removed and dilated up to use as arterial access for va. Next right axillary artery exposed, 10mm graft anastomosis done. Axillary kit was used, ventricular access was done with a jr4 catheter. The impella 5.5 device was advanced and slowly ramped coming on ECMO flows. Impella was secured to chest. Next peripheral va decannulated. Massive blood transfusion was required. The patient received 7 units of packed red blood cells, 1 units of platelets, and 1 units of fresh frozen plasma. The patient continued to code on the unit, massive blood products transfusion going; the patient was bleeding internally per the plan of care updates. After approximately three days on impella 5.5 support the patient would expire. There is not enough evidence to exclude impella cp device initially implanted as an associated factor in the patient's outcome. There was an initial delay in getting the patient on appropriate support. Once support was met, the patient received impella mcs for approximately 4 days. Patient had procedural complications related to non-abiomed device(s) which most likely resulted in the patient's demise, however, (which included internal bleeding, massive blood transfusion requirements).

Manufacturer narrative:
The impella pump with the introducer has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the pump stop and introducer damage has been completed. The pump and short introducer were returned for investigation. The returned pump had the red lumen as it was assembled. The pump was primed and operated according to the specifications after removing the red lumen. No other physical damage was noted on the returned pump. The introducer was investigated, and it was found that one side of the orange hub was detached and missing from the returned package. It was not possible to verify the applied adhesive due to the missing component. No other damage was noted to the introducer. Logs provided evidence that the case start was successfully completed and the pump was set to p9 when the pump stop-motor current high alarm was reported. The cause of the pump did not start issue was a red lumen removal issue. Red lumen should be removed before starting or implanting the pump. The cause of the introducer damage issue was not determined since sufficient product was not returned. B.2 revised date of death as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26044. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26044 as it is unknown if the initial reporter also sent the report to the food and drug administration.